Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and a battery test was performed. The reported condition of cannot turn on was confirmed in the alarm log as an f-49 alarm. The cause was due to leaving the device disconnected from the ac for long periods of time causing a depleted main battery. To correct the issue configuration settings were reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was requested and is not available.